Event description:
It has been reported to philips that there was some problem with the azurion 7 b20 system restarting. No harm has been reported to philips. A philips service engineer inspected the log file remotely. It was identified that suite pc was defective. The suite pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system restarting problems. Fse inspected the system on-site and confirmed the system restarts repeatedly after reboot and does not boot normally. Review of the system log files showed the system had the lap stopped responding (lsr) reboot loop. Fse replaced the suite pc mdp and reinstalled os and app. After replacement of the suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code, evaluation result code were corrected.